Event description:
It was reported that the device gave pump settings and patient data loss error message. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a damaged battery compartment, scratched lcd lens, the battery door seal peeled, bubbled dso seal, and a worn uso seal. The event history log found? Pump settings and patient data lost". Functional testing was conducted, and the backup battery was charged. Upon review, the reported problem was duplicated. However, after charging the backup battery for up to a maximum of 250 hours, the device functioned as intended. It was determined that the root cause was due to the depleted backup battery. The service history review identified no indication that the complaint was related to a service of the device within the review period.